Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 15-may-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer no longer had the vial of test strips and was unable to provide results of concern. The customer¿s expected am fasting blood glucose test result range is 90-112 mg/dl. The customer reported feeling shaky but stated that medical attention was not required at the time of the call. Customer stated that a few days ago she went to the ER because she wasn't feeling well. Customer stated she had been feeling shaky and dizzy and when she got to the ER, they tested her blood sugar and it was in the 200's (customer doesn't recall the specific result). The diagnosis was high blood sugar and customer stated she was treated with insulin to stabilize her blood sugar. Customer stayed overnight and was discharged the next day. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom and test strips were opened almost a month ago. The meter memory was not reviewed for previous test result history.